Event description:
It was reported that a patient underwent an abdominoplasty or a tram case procedure in 2025 and barbed suture was used. During the procedure, it was reported by the sales rep that during two different the first was an abdominoplasty and the second was a tram case, the suture broke, the swedge the end of the needle came away from the suture. Cases were completed with like device. From the second case a needle was retained for analysis. From the first case nothing was kept. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: - could you kindly provide the lot number of the suture used during the abdominoplasty? No lot number was provided. - please provide the source or name of person providing answers to follow-up questions: (please refer the attached email). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.